Event description:
Reporter noted vitrectomy probes received were bent; vibrates during use. Changed out probe three times to complete case. Pt had peripheral retinal tears; scleral buckle done to repair tears. Retina is flat; pt healing well. Unk if tears due to vibration or repeated change out of probes.